Event description:
A (B)(6) female, was admitted for trauma after a car accident for multiple lung contusions, c5, c6, c7 and t11 compression fractures. The clinician attempted inserting the feeding tube several times. According to the nurse manager, the cortrak image indicated a right lung placement but no action was taken. The patient's oxygen saturation then dropped below 50%. An x-ray was taken after placement to confirm tube placement. A 50% right lung pneumothorax resulted. The patient was intubated and a chest tube inserted.

Manufacturer narrative:
The cortrak unit and/or the feeding tube have not been returned for evaluation. However, feeding tube placement is dependent on the clinician and patient. The actual tube does not influence where it is placed.